Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The reported product is not expected to be returned as the device was reportedly discarded. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "sensor ended" message with the freestyle libre sensor, on the 1st day of wear. The customer subsequently lost consciousness, and was treated with glucagon injection by her child. There was no report of death or permanent injury associated with this event.